Manufacturer narrative:
Device evaluation summary: the positioning difficulty event could not be confirmed since it took place in-vivo. The damage to the tapered tip was confirmed. The root cause of the event could not be conclusively determined; however, was likely due to tracking the device through the tight iliac arteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was inserted in a in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. The iliac artery was described as tight. It was reported that there was difficulty inserting the delivery system into the iliac artery. During attempts to insert the device the tip got damaged and the physician felt there was a lip. The decision was made to remove the device and another endurant device was used to complete the case. Per the physician the cause of the event was anatomy related; tight iliac. No clinical sequelae were reported and the patient is fine.